Manufacturer narrative:
The reported event of reset and inappropriate therapy was confirmed during analysis. The device went into backup vvi mode due to power on reset (por) that occured during high voltage charging. The cause of the por was not determined. The inappropriate therapy was caused by the noise due to electromagnetic interference. The device was tested on the bench and on uts (unity test system); no anomalies were noted.

Event description:
New information received notes that since device replacement, no noise has been reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing an inappropriate shock. Device interrogation revealed that the device was in backup vvi with hv therapy disabled. Due to active charging during backup vvi trip or power-on-reset occurrence, device replacement was recommended. There was also noise on all channels. It was recommended to test all leads during replacement. Device was explanted and replaced. Leads were not tested and dft test was also not performed. Patient¿s condition was stable.